Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that there continued to be oversensing of noise on the right ventricular (rv) channel. The noise was able to be reproduced and did lead to pacing inhibition, but no asystole. Subsequently a revision procedure was performed where the rv lead was surgically abandoned due to a fracture. The implantable cardioverter defibrillator (ICD) was also explanted due to reported normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated lead displayed high pace impedances of greater than 2500 ohms. There was also noise and oversensing noted. These clinical observations were not able to be reproduced. The system will continue to be monitored. There were no adverse patient effects reported.

Event description:
Additional information was received that another alert for out of range pacing impedance measurements for the ICD and rv lead was noted in the remote home monitoring system. Boston scientific technical services (ts) was consulted and discussed the rv lead impedance was high and out of range and had experienced abrupt changes in impedance measurements for some time. The clinic noted they were aware of the abrupt impedance measurement changes and believes they may be attributable to a slight variance in the lead contact with the ring in the header of the ICD. Ts further observed a stored episode of oversensing noise from almost a year and a half earlier. The noise appeared to be due to sensing of the minute ventilation feature. Ts discussed that the clinic could consider programming the respiration related trend features off in the ICD at the next in-office interrogation. At this time the clinic has opted to continue to monitor the patient and no adverse patient effects were reported. The ICD and rv lead remain in service.